Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and no delivery alarm. Customer used reservoir from different lot and no delivery was solved. Customer's blood glucose value was 420mg/dl. Insulin pump will not be returned for analysis.